Manufacturer narrative:
This report is for an unknown bio-intrafix. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: kee-byung lee, et al , 2010 "delayed intra-articular migration of the intrafix outer sheath after anterior cruciate ligament reconstruction: a case report" elsevier b.v. The knee 18, page no-347-349, south korea. The study emphasizes on the observation of the delay of intra-articular migration of the intrafix outer sheath after anterior cruciate ligament reconstruction. The patients evaluated on course of this study: a (B)(6)-year-old female with a 6-month history of left knee pain after a twisting injury was taken as a subject. Physical examination revealed positive lachman test, tenderness at the lateral joint line and mild effusion. Magnetic resonance imaging (MRI) revealed an acl discontinuity and a tear of the discoid lateralmeniscus. Acl reconstruction was performed. At 5 months after surgery, the patient experienced a sudden catching sensation and a slight pain without any obvious twisting or trauma. At 6 months after surgery, extension deficit was 20. At arthroscopy, intra-articular migration of the outer sheath from the tibial tunnel and reactive synovitis were observed. The article describes the following procedure: acl reconstruction was performed with an 8.5-mm tibial allograft tendon. Partial menisectomy and arthroscopy was also performed. The devices involved were: the graft was secured with a bioabsorbable rigidfix cross pins on the femoral side and non-absorbable intrafix with a post-tie staple on the tibial side. Complications mentioned in the article were: 5 months after surgery, the patient noted a sudden catching sensation and a slight pain with swelling in her operated knee with no obvious twisting or trauma. Mild effusion. Lateral joint line tenderness. Remnant lateral meniscal tear. Reactive synovitis.